Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device as reported was received for evaluation but wasn¿t complete. Only the "spoon" (tip of the device) was returned which confirms the event. The device history record could not be reviewed because the affected device was returned but was incomplete i.e. Only "spoon" (tip of the device) was returned due to which it is not possible to confirm the lot. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿warnings and precautions: changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Do not hit instruments unless they are specifically intended for impaction.¿. More detailed information about the complaint event as well as the complete affected device must be available in order to determine the root cause of the complaint event. However, one of the probable causes of breakage could be user related i.e. Careless handling by hcp. If the complete device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Customer reported that : "peroperative, during femoral nailing with the femoral nailing system 12, the distal part of the reduction nail broke at the junction with the thread in the medullary shaft. The extraction rod (1806-0110) coupled to the reduction instrument (1806-0125) can be used as a reduction instrument set. The crutched part of the reduction nail breaks without explanation at the junction with the screw thread: it is necessary to approach to remove it from the femoral shaft: lateral approach to expose the fracture, reduction after desincarceration and insertion of the guide pin.". Measures taken : technique modified, placement of an s.2 femur nail length 380, diameter 10 distal and proximal locking.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Customer reported that : "peroperative, during femoral nailing with the femoral nailing system 12, the distal part of the reduction nail broke at the junction with the thread in the medullary shaft. The extraction rod (1806-0110) coupled to the reduction instrument (1806-0125) can be used as a reduction instrument set. The crutched part of the reduction nail breaks without explanation at the junction with the screw thread: it is necessary to approach to remove it from the femoral shaft: lateral approach to expose the fracture, reduction after desincarceration and insertion of the guide pin." Measures taken : technique modified, placement of an s.2 femur nail length 380, diameter 10 distal and proximal locking.